Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The caller reported that the device was moving around in the patient¿s body. The caller stated that it floats around and hurts her. The caller reported that when the patient moves into different positions at night, she lays on it and it causes her pain in the leg and hip. The patient to follow up with their healthcare provider (hcp). The caller stated that the patient was implanted for bladder and bowel. The caller stated that the patient has urinary incontinence 'once in a while' at night. The caller noted that he thinks this is due to an anxiety medication the patient is on. The caller stated that she does not wake up to go to the bathroom / does not get up in time because she is sleeping soundly from the medication. The patient stated that she does not think the device is working. The caller stated that this started 'a couple of months ago' and the patient stated that 'it has not worked right from the start'. The patient was redirected to their hcp. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they notified their physician regarding the device issues and was told ¿it is normal to do this¿. There were no further complications reported or anticipated.